Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3 was disconnected, powered off and unbale to remove any medications from station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3 was disconnected, powered off and unbale to remove any medications from station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) identified that half height drawer 3 appeared disconnected. The station was powered off, and the fse replaced both the drawer 3.1 controller board and the module controller board. After the replacements, and hardware test application (hta) test was performed and passed successfully. Following reconfiguration of the drawer, the customer completed an inventory of the medications in drawer 3.1, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.